Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at collar area. Debris inside the implant. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. No pre-existing conditions noted on the per. The reported device had been placed on tooth #15 (fdi) for approximately 2 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - biomet 3i dental implant IFU, p-iis086gi rev. I 2022/04 information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component damage. DHR review: DHR review for the lot (2018121062) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2018121062) for similar events (complaint category keywords: fracture: implant and medical: bone loss) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (fracture) did occur, and the reported event was confirmed. Device malfunction of bone loss is non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Reporter name and address unknown / not provided.

Event description:
Doctor reported bone loss and implant fracture at tooth site 15.